Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.7-8.9cm from the distal tip. The etfe coating was intact at this location. (B)(6).